Manufacturer narrative:
(B)(4). Medical product: unknown femoral component: catalog#ni, lot#ni; unknown articular surface: catalog#ni, lot#ni. Customer has indicated that the product will not be returned to zimmer biomet for evaluation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or conclusion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, the patient underwent revision surgery due to loosening of the tibial component. It was reported that no further information is available.

Manufacturer narrative:
Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.